Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that during an in clinic follow up, the device exhibited several episodes of noise. The lead was explanted and replced. The patient's condition was good after the procedure.